Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the stylet was stuck on the lead and could not be removed. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.